Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent anterior discectomy, foraminotomy, osteophytectomy and interbody fusion at c5-6 and c6-7. Corticocancellous dowel grafts were placed in each disc space, and a spine 260 anterior plate was affixed. Per the operative notes, intraoperative findings included "tight foraminal stenosis and central osteophytes of large caliber significantly indenting the thecal sac at c5-6 and c6-7 with good decompression post removal of osteophytes and foraminotomy." There is no mention of bmp in either the operative notes or other records that have been provided to date. Post-operatively, it is alleged that the patient developed thyroid cancer, pain, difficulty swallowing and breathing, a weak voice, and constricting throat since receiving rhbmp-2/acs.